Event description:
It was reported the patient had stimulation and therapy issues where the stimulation did not stimulate both sides. The lead was not wide enough. The lead was replaced and hospitalization was required due to the event. The event was considered resolved.

Event description:
Additional information received from the healthcare professional (hcp) of a foreign clinical study reported that there was no recrudescence of pain.

Manufacturer narrative:
Concomitant product: product ID 3586 , lot # unknown, explanted: (B)(6) 2014, product type lead. (B)(4).